Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was capped and replaced for an unknown reason. It was further reported that the replacement lead exhibited high thresholds. The lead was initially reprogrammed. Both leads were explanted during a system upgrade procedure approximately two and a half years after the capping of the first lead. No patient complications have been reported as a result of this event.